Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no catheter or bag in the tray prior to use. Instead, there were two sets of the other components.

Event description:
It was reported that there was no catheter or bag in the tray prior to use. Instead, there were two sets of the other components.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.